Event description:
The customer's family member reported the pump had no delivery alarm several times. The contact informed that the customer was hospitalized for high bgs. The infusion set was changed when the no delivery alarm occurred. The cannula was not bent. A replacement pump was requested.